Manufacturer narrative:
(B)(4). Age or date of birth: patient was born in (B)(6). Concomitant medical products: 110010242 6564825 g7 osseoti 3 hole shell 48mm c; 110024461 475980 g7 dual mobility liner 38mm c; 650-1158 2019031927 delta cer fem hd 28/0mm t1; ep-200144 645000 act artic e1 hip brg 28x38mm. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately one month post implantation due to periprosthetic fracture after experiencing a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Findings from revision: orif for closed periprosthetic fracture of the proximal femur. Posterior approach over previous scar. Stem and head were removed. 1x cable ready wire placed across fracture site below lesser trochanter. Arcos stem inserted, ceramic head with g7 liner used. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.